Event description:
It was reported that at implant, the lead had high impedance in several different positions. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found the distal conductor was fractured (overstress). The distal conductor was distorted and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector.